Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and metallosis. Litigation record received. In addition to what previously reported, litigation also alleges pain, discomfort, sourness, inability to perform activities of daily living, and toxic cobalt-chromium metal ions and particles released into the patient's blood, tissue and bone surrounding the implant.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions which was previously reported. Added product and lot #s for sleeve. Product # 550523, lot # 2836873. Updated associated contacts.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.